Manufacturer narrative:
The returned guide wire was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed a slight deformation of the distal part of the guide wire. A delamination of the hydrophilic coating, which covers the distal 12 cm of the wire, was not obvious in the returned state and a dyeing test showed the presence of hydrophilic coating. The review of the device history record for the product detailed above verified that the guide wire was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. The device was in accordance with the specifications at the time of delivery. Based on the conducted investigations no manufacturing related root cause could be identified. The final root cause of the reported event could not be determined.

Event description:
Ous MDR' the coating of the guidewire was found to be peeling or flaking off. There were no adverse patient side effects reported. After a historical review of our records, this event was recognized as reportable to FDA.